Manufacturer narrative:
(B)(4). The date of onset of peritonitis event was unknown. A review of all batch record documents was performed for potentially associated lot number gd896308 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. The treatment for peritonitis was with unspecified antibiotics (dosage, route and frequency not reported). At the time of this report, the patient¿s fluid was reported to be clear and had recovered from peritonitis. The action taken with pd therapies was not reported. Additional information was requested but was not available at this time. This is report 2 of 2 involved in this event.